Event description:
This is the second of two reports (same user facility, similar product, different pt). This report is in regards to the ins8301 (hermetic plus evd system w/reflux valve). It was reported that the leak occurred below the zero point stop cock. The system was changed out with one of the ins8302 products. There was no reported harmful outcome to the pt but the customer stated that there was a risk for harm. Additional clinical info has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is being returned for evaluation. An investigation has been initiated based upon the reported info.